Manufacturer narrative:
Concomitant products: product ID 977c265, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had some serious issues going on as they believed that the lead in between their vertebrae and spinal cord nerve that stopped the pain pulled out a little bit. Pt stated that their stimulator only worked in certain positions and that they had to sit in a weird position to get rid of the pain and feel the stimulation. Pt stated that the issue had been going on for about the last few weeks.